Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to a post-op acquired infection. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture, sterilization or release of the device that could have contributed to what was reported. The most likely cause of the reported event could not be determined. Although a number of factors could have contributed to what was reported, no facts suggest a causal relationship associated with the use, implantation, or explantation of a tmc device, nor any other contributions to the event. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to a post-op acquired infection. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.